Event description:
It was reported patient found unresponsive on floor in nursing home. Paramedics reported patient in ventricular fibrillation and externally defibrillated with 2 shocks. Device interrogation showed no episodes had been recorded since the previous interrogation 2 months previous in november. While in emergency room, normal pacing with normal capture of ventricle noted. Later review of manufacturer's database revealed the patient had died. Follow up with manufacturer's representative reported the EKG strip the paramedics brought in that had been reported as ventricular fibrillation, had a rate of 71 and the patient was in biv pacing at a rate of 70 upon arrival to the emergency room. The paramedics did not provide any strips of the apparent 2 external shock conversions. When the manufacturer's representative interrogated the device, it showed completely normal function with no vf/vt episodes. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.